Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3: date of event: exact dates not provided. Article acceptance date is march 7, 2025. Section d4: catalog number: partial number provided, as the serial numbers were not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial numbers were not provided. Section d4: UDI number: partial number provided as the serial numbers were not provided. Section d6a - implant date: exact date unknown, implant dates were between january and july 2023. Section d6b: if explanted; give date: not applicable, as the lenses remain implanted. Section e1 - telephone number: +43 40400079110. Section h3 - the devices were not returned for evaluation as they remain implanted; therefore, a failure analysis of the complaint device cannot be completed. As the serial number is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial numbers were not provided. Section h6 - health effect - clinical code: 4581: no code available (device dislocation) citation: victor danzinger, md; daniel schartmüller, md; marcus lisy, md; markus schranz, md;claudette abela-formanek, md; rupert menapace, md; christina leydolt, md; journal of refractive surgery vol. 41, no. 4, 2025; pp e382-e390 copyright © slack incorporated all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: prospective fellow-eye comparison of a spherical monofocal and an enhanced monofocal intraocular lens in intermediate and near vision. Rapid response team comments: a prospective, single-center, fellow-eye comparative study was done to compare monocular visual performance of aspherical and an enhanced monofocal intraocular lens (iol) after combined implantation. A total of 100 eyes of 50 patients were enrolled, with 45 patients (90 eyes) completing follow-up at 2.30 ± 0.66 months who underwent bilateral cataract surgery and implantation of the spherical sensar aab00 iol (johnson & johnson vision) in the dominant eye and the enhanced monofocal eyhance icb00 iol (johnson & johnson vision) in the non-dominant eye. It was reported that total ocular higher order aberration hoa at 5 mm, ocular spherical aberration (sa) z(4,0), and internal sa z(4,0) at both 5 and 3 mm all showed significant differences and were more negative in the enhanced monofocal icb00 group. Moreover, both groups exhibited low values of iol tilt (sensar aab00 iol: 4.86 ± 1.52° [range: 1.60 to 8.00°]; eyhance icb00 iol: 5.13 ± 1.50° [range: 1.40 to 8.80°]) and iol decentration (sensar aab00 iol: 0.20 ± 0.11 mm [range: 0.01 to 0.42 mm]; eyhance icb00 iol: 0.17 ± 0.09 mm [range: 0.03 to 0.47 mm]). Additionally, patient-reported functional limitations were captured using the vf-7 questionnaire. Difficulty driving at night was reported in 11% (5/44) of patients as mild and in 2% (1/44) as severe. Mild difficulty was also reported in 2% (1/44) of patients each for watching television, seeing steps or curbs, and reading signs. Submitted: january 7, 2025. Accepted: march 7, 2025. Published online: april 1, 2025. There are no indications in the article of any interventions provided. This report is for the icb00 lenses. A separate report will be submitted for the aab00 lenses.